Event description:
The customer reported an overload error message followed by the inability to create an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.